Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report: 1627487-2020-04311. It was reported that infection issue was observed. As a result, the device and lead were explanted. Infection issue was resolved. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.